Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and not replaced due to a downgrade from a cardiac resynchronization therapy pacemaker (crt-p) to an implantable pulse generator (ipg).

Manufacturer narrative:
Concomitant medical products: 310f25 tissue valve, implanted: (B)(6) 2007; 4076-52 lead, implanted: (B)(6) 2005; 4076-45 lead, implanted: (B)(6) 2005. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a confirmed fracture. The lead had no capture and undefined pacing impedance. The lead was inactivated, and the electrophysiologist will monitor the patient for six months. No patient complications have been reported as a result of this event.